Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code) and h6 (health effect impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the scope failure. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center displayed communication error code b30. There were no reports of patient harm.